Manufacturer narrative:
The reporter's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number = (B)(4). Occupation - the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
It was reported that one patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). The meter results did not compare to result obtained in the laboratory using the stago "chonometry sta" method. A sample from the patient was tested in the laboratory, resulting in a value of 2.6 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.5 inr. On (B)(6) 2021, a sample from the patient was tested in the laboratory, resulting in a value of 3.07 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 4 inr. The patient's therapeutic range is 3 - 4 inr.